Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 85" message and had a power supply problem. No further information is available at this time. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation. During disassembly of the device to determine root cause, the technician observed damage consistent with mis-handling. Follow-up with the customer indicated the device had been dropped which caused no power up. This report has been attributed to improper use of the device by the end user. Reports of this nature are typically not considered to meet our requirements for submission based on intended use of the device. Customer declined repair of the device; therefore the device was returned to the customer labeled not for clinical use.